Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip. Pump had smell of insulin inside reservoir tube; however no insulin inside reservoir tube noted.

Event description:
Customer reported that insulin leaked into reservoir compartment. Right after insulin leak, display screen went blank. Battery change did not resolve blank display. Customer's blood glucose was unknown. Insulin pump would need to be replaced.